Event description:
It was reported that one day prior to discharge the patient had mild epistaxis that subsided.

Manufacturer narrative:
Event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings will be submitted under manufacturer report MFR#2916596-2021-07179.

Manufacturer narrative:
Event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that one day prior to discharge the patient had mild epistaxis that subsided.